Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that carefusion receives the device for evaluation or additional information becomes available a follow-up report will be submitted. (B)(4). At this time, carefusion has not received the device from the customer.

Event description:
Per user facility medwatch report: (B)(4). The patient was placed on the oscillator, however two days later the patient began to desaturate and was not getting enough oxygen. The patient was sedated and was not moving or breathing over the ventilator. The rt began trouble shooting to see if the problem was water in the tubes, etc. But it did not work. The machine had to be replaced as it would not maintain pressure causing the patient to desaturate and required bmv treatment until the machine could be changed.